Event description:
The company was made aware that a nurse practitioner unsuccessfully tried to remove a percutaneous extension (pe) assuming it was a pne lead (trial) resulting in patient pain. Surgeon performed a revision surgery to remove the remaining pe and connect a permanent ins to the tined lead. Patient doing well following revision surgery.